Manufacturer narrative:
The device evaluation also found the bending angulation wires were stretched and worn, the insertion tube was deformed, and the universal cord was damaged. Several device components demonstrated signs of damage due to physical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the forceps lever was stiff. There was no report of patient or user harm due to the event. The device was sent to the olympus service center for evaluation and repair. The inspection and testing confirmed the reported forceps lever issue and found the forceps elevator was damaged. Additionally, the inspection found the adhesive around the light guide lens had peeled off and left a gap. This report is being submitted for the reportable malfunction (gap in the adhesive) found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Although the event was determined to have not occurred due to user's misuse, the following was presented as potentially applicable from the instructions for use (IFU): "insufficient reprocessing could lead to infection in patients or physicians. There is a possibility that peeled off adhesive of light guide lens could drop off in patients¿ body." Olympus will continue to monitor field performance for this device.